Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0013291801); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, right femoral access was obtained and a temporary transvenous pacing lead was inserted. Pre-dilatation was performed with a 22 mm balloon through a 14 fr sheath, and the patient experienced asystole after crossing the aortic valve with a non-medtronic guidewire and again following pre-dilatation, with pacing used for support in both instances. The patient developed third-degree heart block during the procedure and pacing was continued. The valve was deployed with pacing at 150 beats per minute (bpm), and transthoracic echocardiogram showed trace paravalvular leak, no aortic insufficiency, and a mean gradient of 8 mmhg. The access site was closed with a closure device and the temporary transvenous pacing lead remained in place. A pacemaker was implanted three days later.